Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set wouldn't attach to their body after taking the paper off the adhesive and removed the needle guard issue event on (B)(6) 2026. No further information is available.